Event description:
It was reported that the renasys touch device could not be charged although it was just out of the case. Patient was changed to a traditional dressing until a new pump became available. It is unknown how long the patient had to wait for a new pump. No patient harm reported.

Manufacturer narrative:
In reviewing the description of the occurrence, it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. When the malfunction was noticed, an alternate treatment was applied to continue therapy and no serious injury was reported. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event.